Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated over sensing due to electromagnetic interference/noise from (B)(6) 2010 to (B)(6) 2012.

Event description:
It was reported that during monitored episodes of ventricular tachycardia and atrial tachycardia/atrial fibrillation artifacts were noted on the ventricular and atrial electrograms. The atrial and ventricular leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D164awg implantable cardioverter defibrillator (ICD) 2008-(B)(6), (B)(4).